Manufacturer narrative:
Service evaluated the table via a series of functional checks and found the table to operating as intended. Table data logs have been pulled for evaluation. If new relevant information becomes available following the evaluation of the data logs, a follow up report will be submitted.

Event description:
A trusystem 7000 table was being articulated when the table top contacted an IV pole and the staff noticed the table base elevated off of the ground.